Event description:
A physician was attempting to deploy two (2) complete self expanding (se) peripheral stents when it was reported that on both the attempts, the tip of the delivery systems got caught on the stents when attempts were made to remove the delivery systems post stent deployment. However, it was reported that the procedure was successfully completed. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes: results: no results available since no evaluation performed (device or procedural images not provided for review). Conclusion: unable to confirm complaint (device or procedural images not provided for review). (B)(4).